Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of ? Red screen error code 44000" was confirmed. This was isolated to the main board inoperable.. Action was taken to replace the main board. Overall condition of device was reported excellent. Device passed all functional testing once repairs completed. Additional information updated h 6 and b 2.

Event description:
Investigation completed and summary in h 10 additional information received by smiths medical on 04-feb-2021 via email attached in complaint object: no patient involvement, updated date of event to (B)(6) 2020.

Event description:
Information was received indicating that the cadd solis vip pump displayed error code 44000 and had a red screen. There were no adverse events reported.